Event description:
Hyperglycaemia [hyperglycaemia nos]. Case description: a physician reported that a pt was hospitalized due to hyperglycaemia, while using actrapid penfill with a novapen 3 and novofine 30g needles. In 2002, the pt's diabetic treatment was changed to actrapid vial and pt's blood glucose levels normalized. Follow-up info rec'd in 04/2002 and 2 days later. Narrative has been updated. Info on analysis result has been rec'd on 04/2002. Info on further suspected products (novopen 3 and novofine 30g) rec'd on 04/2002. Comment: this case is linked to case 215332.